Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that stimulation is not consistent with original implant. Per patient, she fell 2 months ago. She did not tell the rep how or why she fell. Patient's stimulator is in overdischarge us to lack or recharging on patients part. Rep unable to interrogate battery. Rep performed power on reset for patient's battery. Patient will notify the rep if it was successful to start recharging. Rep will need to meet with patient after she recharged and interrogate battery and try to reprogram. The issue has not been resolved at the time of this report. No, the health care professional (hcp) has no further information for manufacturer. Rep indicated that patient feels like her lead may have moved after her fall as her coverage is not consistent with what it was prior to her falling. It is unknown whether patient had surgical intervention, rep will follow up for more information. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the stimulation/coverage not being consistent has not been determined at this time. The reprogramming was successful. There were no surgical interventions planned at this time. The coverage is resolved. The patient is able to recharge. This information was confirmed with the physician. No further information was reported.